Event description:
The customer reported on an esp call that while the unit was in use on a patient, an "autofill failure" alarm was generated. The iabp was turned off and turned back on. After several hours, on the next day, the iabp generated an "autofill failure" alarm again. The customer was advised to change the iabp. During the switch over, the iabp generated maintenance code alarm. The customer did not recall the maintenance code number. No patient injury was reported.

Manufacturer narrative:
During the initial call, the company representative discussed the possible reasons for the alarm and all tubing connections were tight to the balloon as well as safety disk. The company representative followed up on the event on the event date and the next day and supported the customer over the phone until the iabp were replaced and it was confirmed that the replaced iabp was functioning properly. The resolution for the event could not be determined as the customer does not use maquet to service their pumps. (B)(4).